Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while the ilet was paused and unable to dose, followed by hypoglycemia after the pump was resumed and delivered multiple correction boluses. Continuous glucose monitor (cgm) showed a high of 401 mg/dl and a low of 51 mg/dl, with a fingerstick-confirmed low of 41 mg/dl and an infusion set in place. Symptoms included low glucose with urgent low and urgent low soon alerts. Outcomes included transient impact to glucose control without hospitalization. Investigation included troubleshooting and user education regarding pausing and resuming therapy, review of cgm and fingerstick data, and assessment of treatment actions. Investigation of this case revealed that extended pump pause led to hyperglycemia, and subsequent automated corrections contributed to hypoglycemia, with concurrent user intake of a doughnut and mountain dew providing additional carbohydrates and glucose. It was concluded, based on previously established findings for similar reports, that the cause was use-related, involving an extended therapy pause and subsequent correction dosing dynamics.